Event description:
It was reported that there are concerns regarding premature battery depletion. The device has depleted from five years remaining to two and a half years remaining within the past 12 months. Currently measurements are stable. No intervention has been performed at this time and the device remains in service. Technical services is requesting analysis to evaluate the battery status. No adverse patient effects reported. If additional information is received this report will be updated. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time additional information: boston scientific technical services reviewed the device data no recorded resets or error codes and the estimated battery longevity remaining is two and half years. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon laboratory review of complaint evidence the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
It was reported that there are concerns regarding premature battery depletion. The device has depleted from five years remaining to two and a half years remaining within the past 12 months. Currently measurements are stable. No intervention has been performed at this time and the device remains in service. Technical services is requesting analysis to evaluate the battery status. No adverse patient effects reported. If additional information is received this report will be updated. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.